Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving an m31 air detected in cassette alarm during fill 2 of 5 of treatment and the treatment was cancelled. Patient additionally reported encountering a drain complication alarm, and a please check patient line and drain line message occurred in stat drain. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon inspection the film on the back of the cycler set was not loose. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. Additional information was requested however to date has not been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were visual indications of particulates within the cassette area. An accelerated stress test (ast) was performed. Encountered griding noise in pump motor a from the cycler during the test. There was debris build up on the motor lead screw during investigation. A post ast 2 hour 15 min 8500 ml simulated treatment was performed, encountered grinding noise in pump motor a during break cones of step 3; completed the treatment without failures. The cycler programmed displayed drain and fill volume values were within the tolerances. No fluid leaks in test cassette. The cycler passed a system air leak test, valve actuation test, and patient sensor calibration check. Investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. There were visual indications of dried fluid found between the pump assembly and display assembly. There were visual indications of dried fluid within the recess of the bottom cover adjacent to the pump during internal inspection. The cause of the observed dried fluid could not be determined. There was visual evidence of a clog in hp2 filter which is a related failure to the reported air detected in cassette warning. A review of the device manufacturing records was conducted. There were no deviations or non-conformances during the manufacturing process. A device history record review was performed and verified that the results of the in progress and final quality control testing met all requirements. There were no malfunctions that could have caused or contributed to the reported event.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving an m31 air detected in cassette alarm during fill 2 of 5 of treatment and the treatment was cancelled. Patient additionally reported encountering a drain complication alarm, and a please check patient line and drain line message occurred in stat drain. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon inspection the film on the back of the cycler set was not loose. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. Additional information was requested however to date has not been provided.